Manufacturer narrative:
Correction: section b1: "product problem" should not have been selected.

Manufacturer narrative:
Related voluntary medwatch form received: mw5163640.

Event description:
Related voluntary medwatch form mw5163640 received states: it was reported that during a procedure a guidewire punctured the roof of the patient's right atrium. The procedure's transseptal puncture was performed with non-boston scientific devices. It was believed they punctured the septum and advanced a pigtail guidewire through the opening. Using contrast, they realized that the guidewire and sheath were in the pericardium. The patient's blood pressure decreased and a pericardiocentesis was performed and over one liter of fluid was drained. The patient was taken into surgery for a sternotomy. During the operation they found the wire and sheath had punctured the roof of the right atrium and the septum had never been crossed. The original ablation procedure was cancelled due to the patient's condition, but the patient is expected to fully recover. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).